Manufacturer narrative:
Qc was within the established ranges with respect to accuracy and precision. The raw data analysis revealed the nrbc and lymph populations were completely mixed in the wbc histogram. Debris pattern in the diff scatter plot does not suggest nrbc. A bci field service engineer (fse) could not find any instrument issues and verified the instrument operation. The instrument generated an imm. Ne2 and imm. Ne1 on re-run of the specimen, which alerts the operator to further review the specimen. Bci does not claim to identify every abnormality in all samples. Bci suggests using all available flagging options to optimize the sensitivity of the instrument results. The root cause for this event has not been determined.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously low nrbc results generated by coulter lh750 hematology analyzer that did not flag for one patient sample. The erroneous results were not reported out of the laboratory. A manual differential was performed and 45% nrbc cells were seen. Repeat test on lh750 analyzer generated 20% nrbc with imm. Ne2 and imm. Ne1 flags. Manual differential results were reported out and recovered immature cell types. There was no change to patient treatment. No death or serious injury is associated with this event.